Manufacturer narrative:
Additional information: d10, g4, h3, h6 h3 evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the device showed that the rotating ring in the distal end of the adapter was rotated out of position and this prevented the loading of a reload. The inner shaft was not observed to have come out. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur if the rotating ring is inadvertently moved out of position by improperly loading the reload. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the inner shaft on adapter came out. Adapter was recognizing load when there was none. Device was rebooted with no success. There was no patient involvement.